Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Customer's blood glucose level 116 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.